Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an failure to alarm air in line was not determined . The reported issue that there was an failure to alarm air in line could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the air in the tubing travelled past the safety clamp and had almost reached the patient before the device alarmed. The issue occurred during use of ball valve tubing sets on at least three occasions. There was patient involvement but the information on patient impact is not known.